Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level 448 mg/dl. The customer had symptoms such as nausea. Customer's blood glucose value was 262 mg/dl at the time incident. Troubleshooting was performed. The insulin pump passed the high pressure test. The customer was advised to change entire set, reservoir and insulin and to revert to the back-up plan. The insulin pump will not be returned for analysis.